Event description:
The following information was received from a clinical study: on (B)(6) 2024, a study patient underwent endovascular procedure using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the aaa1701 tambe pivotal study. During this procedure, several gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted in the visceral arteries as branch devices. On (B)(6) 2024, during a 1 month follow-up cta imaging, device ovalization of the sma side branch component within the aorta just proximal to the sma was observed. All branch devices were listed as patent with no stent fractures. Six-month follow-up on (B)(6) 2024, imaging showed the branch vessels remain patent. No treatment has been performed and patient remains asymptomatic.

Manufacturer narrative:
B5: event description was updated. H6 - code b20: engineering evaluation results: it was reported from the clinical study that compression of a vbx device was observed during follow-up imaging 1 month after implantation. The incoming information does not include items to evaluate relative to the reported complaint. The cause for the reported vbx device compression could not be established with the available information.

Event description:
The following was reported to gore via a clinical study: on (B)(6) 2024, the patient underwent endovascular procedure using the investigational gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in the (B)(4) tambe pivotal study. On (B)(6) 2024, during a 1 month follow-up imaging, observed was a device ovalization (compression) of the superior mesenteric artery side branch component. Imaging confirmed all the implanted branch devices were patent and no wire fractures were observed. No treatment was reported for the observed device ovalization. The patient was asymptomatic.

Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code a27: device ovalization (compression) was observed during follow-up CT scans. Device remains patent with no observed issues with device. Device remains implanted and no intervention reported. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.